Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Patient kept implants. Additional information (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "primary case patient had a ceramic on ceramic hip. Patient had revision due to squeaking and pain."